Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was depleting quickly and pump subsequently shut off. The customer¿s blood glucose (bg) was 387 mg/dl. Customer was taken to the hospital for treatment and was subsequently admitted to hospitalization in the intensive care unit (ICU). Treatment was administered via intravenous saline and insulin. The customer was released from the hospital the following day with the issue resolved. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response was not received.